Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the equipment displayed system messages during a procedure. The patient experienced a loss of intraocular pressure, causing the formation of a clot. The system was exchanged to complete the procedure. Additional information has been requested.